Event description:
The customer complained of a processed positive biological indicator. The cyclesure was located on the bottom of the shelf facing rear and the biological indicator growth was within forty-eight hours. At each run, the cyclesure is set and cultured. The handling process is also correct. It was confirmed that the media ampoule was intact and it is unknown if the load was recalled.